Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated a surgical revision was performed and the lead was explanted and replaced. Shock impedance measurements were checked prior to the procedure and shock impedances of 140 ohms were noted through the device. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted the patient returned to their clinic for a follow up with the physician. The shock impedances were checked and were again greater than 125 ohms. Troubleshooting options were discussed and the patient was referred to their surgeon for a consult. The device was reprogrammed to increase the shock impedance alert. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments at 11.2 centimeters (cm) from the terminal pin. Calcified bodily fluid was noted on the distal and proximal shocking coils. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing noted that the impedance measurements could have been affected by the calcification on the distal and proximal shocking coils.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.